Event description:
It was reported that occlusion alarms occurred. The occlusion issue caused the customer¿s blood glucose level to exceed 500 mg/dl, and the continuous glucose monitor read "high." To address the issue, the customer administered a correction injection via multiple daily injections (mdi). The customer changed the infusion set and cartridge to resolve the issue and resumed insulin therapy.